Event description:
Customer reported he received multiple no delivery alarms. Blood glucose was 84 or 114 mg/dl. Customer was unable to troubleshoot as it was a past event and he had changed the infusion set and reservoir. Customer also reported that the sensor was not communicating with the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-03315 for sensor.